Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient was discharged on dual antiplatelet therapy (dapt). During a routine 45 day follow up transesophageal echocardiography (tee) imaging showed the presence of a device related thrombus (drt) and a closure device shift which resulted in a 4mm leak. The patient was switched from dapt to eliquis and aspirin (asa) and will have a follow up in six (6) weeks.